Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "extracapsular extravasation/ herniation of the implant". Later healthcare professional reported "implant completed ruptured, the shell was cut in half". This record is for the left side. Device has been explanted.